Manufacturer narrative:
The device has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received at hq. According to the repair request form, the rondo 2 unit was non-functional. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing was found to be cracked and it cannot be exclude that electrolyte did not escape the housing.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 2 audio processor a leaking battery was detected. The investigation of the rondo 2 control unit revealed a broken welding seam and device housing caused by a high mechanical stress on the device. This is a final report.

Event description:
The device was received at hq. According to the repair request form, the rondo 2 unit was non-functional. During a normal repair process a broken/leaking rondo 2 battery was found. The device housing was found to be cracked and it cannot be exclude that electrolyte did not escape the housing.